Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed button error ad had a partial display anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive. Button error troubleshooting was performed and unable to confirm if the time is advancing due to only half of the insulin pump screen was showing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.